Event description:
During closure of wound, eye of needle broke in "sub q" fatty tissue layer. X-ray conducted did not show eye of needle in patient. Beside the x-ray, no other surgical intervention was performed. The patient did not incur any injury due to the needle breakage. The patient's hospitalization was not prolonged due to the needle break.